Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 419 mg/dl, which he states continues to rise even after treating high blood glucose. Customer states he is taking hydrocodone due to a previous surgery. Customer was advised to consult health care professional for drug interaction. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents within specifications. The device passed the self test, error alarm test, rewind, basic occlusion test, occlusion test, prime, excessive no delivery test, displacement test and motor test. No motor error alarms noted. The drive support disk was inspected and no anomaly was noted. The sensor feature was working properly. No cosmetic damage noted.